Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number 2512 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number 2512 prior to 3 may 2019, the device was noted to have been previously repaired once for a broken ratchet reported on 2 may 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 3 may 2019, it was reported that a mesher was cutting a graft in half on 4 april 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 1 may 2019 noted that the comb was bent and out of shape and that the handle kept getting jammed when used. Upon further evaluation, it was found that the ratchet had no lubricant on it. No testing could be performed with the mesher due to the bent comb. Evaluation of the returned cutter found that it did not produce a passing test mesh and was deemed non-repairable. Repair of the mesher occurred on 7 june 2019 and involved replacing the comb as well as lubricating the ratchet handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutter were then returned to the customer without further incident. The device and cutter were tested, inspected, and repaired. Reference number (B)(4) on 3 may 2019. While the service technician found the comb was bent, which would hinder the graft as it was being pulled through the device and cause a poor cut and that the returned cutter produced an improper test mesh, it cannot be determined from the information provided as to what caused the comb to become bent or the cutter to not cut properly. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesher was cutting graft in half. The event occurred before surgery with no harm nor delay. No adverse events were reported as a result of this malfunction.